Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that an ultrastab 2l bag with 4 leads leaked from the port of its bag. This occurred during storage. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection was performed and found no non-conformances. An under-water leak test identified a leak from between the bag and the infusion port. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause was determined to be a slight lack of welding. It is to be stated that this bag is 100% leak tested at the manufacturing plant in order to detect such issues. In such cases it is possible that the bag didn¿t leak during the leak test at the plant but leaked at the customer site after handling/packing/transportation/use of this involved set, however this cannot be verified. Should additional relevant information become available, a supplemental report will be submitted.